Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was reported that the patient''s anatomy was tortuous. During the procedure, the physician advanced the 3maxc through a neuron max 6f 088 long sheath (neuron max) in the target vessel. While under aspiration, the 3maxc ¿collapsed;¿ therefore, the 3maxc was removed. After removal, the physician noticed that the distal end of the 3maxc was crushed. The procedure was completed using another 3maxc and the same neuron max. There was no report of an adverse effect to the patient.